Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced effusion. The right ventricular (rv) lead exhibited good measurement values could not be obtained. The lead was difficult to remove and the helix was entangles with tissue. The lead was attempted not used (capped) and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not experience an effusion.